Event description:
This lead was explanted and replaced due to no shock/therapy. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
1/31/2019 - this report was opened in error. There was no complaint on this lead. System was upgraded.